Event description:
Rep informed that this incident took place in a pt's home that also had a pulse oximeter and apnea monitor. Co does not know which ventilator the pt was on at the time of incident. The incident occurred in 2004 when the pt "coded", was transported to the hospital, went into a coma and died on a later date (do not know what day at this point). A nurse (unknown whether rn or lpn at this point) was present in the home. The family member initially claimed that the ventilator did not alarm then family member speculated that the nurse silenced the alarm. The family member wants the ventilators verified in home. Rep will be telling family member that this is not possible - co rep informed rep that the necessary test equipment is not available in home and that there are several levels of testing. Rep will be requesting that the family member observe them packing up the ventilator (as is) and shipping them to co on an RMA for a standard function test - ovp/uvt.